Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported during dwell 3 of 4 the cycler alarmed for air detected in the cassette. The patient was able to complete treatment. When removing the cassette the patient found fluid had leaked from the cassette. The cassette was not returned for evaluation. Further information has been solicited but not made available. No adverse event reported at this time.